Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd bactec¿ plus anaerobic/f culture vials (plastic) an increase in false positive results were obtained. There was no report if confirmatory testing was performed or patient impact. The following information was provided by the initial reporter: we are tracking the increased number of false pos vials (especially anaer plus with plastic vials) from different sites, over the last months. Plastic bottles with bubbles lead to an incorrect reading.

Manufacturer narrative:
Investigation summary: bd was unable to reproduce customer¿s experience with bactec product. Retention samples were visually inspected and bubbles were observed in the sensor. This is not a product defect as tiny air bubbles observed at the bottom and/or side of the sensor is caused by the out gassing of the water vapor during the sensor curing process. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch history records review. This complaint should be considered as an educational issue. The presence of these air bubbles should not have any adverse effect in sensor performance. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. H3 other text : see h10.

Event description:
It was reported while using bd bactec¿ plus anaerobic/f culture vials (plastic) an increase in false positive results were obtained. There was no report if confirmatory testing was performed or patient impact. The following information was provided by the initial reporter: we are tracking the increased number of false pos vials (especially anaer plus with plastic vials) from different sites, over the last months. Plastic bottles with bubbles lead to an incorrect reading.